Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a data log corruption occurred and an unexpected reset occurred. Additionally, an unknown malfunction alarm occurred. Customer's blood glucose was 90 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.